Event description:
It was reported that the customer received an alarm on her insulin pump during the priming process. Her blood glucose was unknown at the time of reporting. She was advised to revert to her backup plan. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during the prime and it alarmed during the basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.